Event description:
It was reported the patient started having chest pain shortly after initial implant. Pericardial effusion was noticed. Attempts to reposition the atrial lead were unsuccessful as the pain remained and the lead measured high impedance. The atrial lead was removed three days after implant and it was not replaced. The patient's outcome was reported as "ok" and no further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found; full lead was returned and analyzed.